Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube stopper popped out after use and leaked onto the "cardiac stepdown unit". The following information was provided by the initial reporter: "one of our red blood tubes popped its top and caused an exposure on the cardiac stepdown unit."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® serum blood collection tube stopper popped out after use and blood "sprayed" onto the nurse's scrubs, and into their face and mouth. Blood tests were performed and run through occupational health, but the results were not provided by the customer. The following information was provided by the initial reporter: "one of our red blood tubes popped its top and caused an exposure on the cardiac stepdown unit." "Rn drew a blood sample from the patient. He was using proper technique and filling the tube with a transfer device. As the blood was filling the red cap came off of the tube and blood sprayed all over the rn. It went onto his scrubs, face and into mouth". "Blood tests were run through occupational health and they were unknown to me".

Manufacturer narrative:
Correction: additional information was provided by the customer. The following fields have been updated: a.2. Age at time of event: 64. A.2. Age unit: year ( > = 3 years). A.2. Date of birth: (B)(6) 1955. A.4. Weight: 150. A.4. Weight unit: pounds. B.2. Date of event: (B)(6) 2019. B.2. Event attributed to: required intervention. B.5. Describe event or problem: it was reported that the bd vacutainer® serum blood collection tube stopper popped out after use and blood "sprayed" onto the nurse's scrubs, and into their face and mouth. Blood tests were performed and run through occupational health, but the results were not provided by the customer. The following information was provided by the initial reporter: "one of our red blood tubes popped its top and caused an exposure on the cardiac stepdown unit." "Rn drew a blood sample from the patient. He was using proper technique and filling the tube with a transfer device. As the blood was filling the red cap came off of the tube and blood sprayed all over the rn. It went onto his scrubs, face and into mouth" "blood tests were run through occupational health and they were unknown to me" b.6. Relevant tests/laboratory data: blood test. D.1. Medical device brand name: bd vacutainer® serum blood collection tubes. D.2. Medical device catalog#: 367815. D.3. Medical device manufacturer: becton, dickinson & co., (bd). There were multiple possible lot numbers reported to be involved. The information for each possible lot number is as follows: d.4. Medical device lot #: 8264739. D.4. Medical device expiration date: 2020-02-29. H.4. Device manufacture date: 2018-09-21. D.4. Medical device lot #: 9206384. D.4. Medical device expiration date: 2020-12-30. H.4. Device manufacture date: 2019-07-25. D.5. Unique identifier (UDI) #: (B)(4). D.5. Medical device operator: health professional. G.2. Manufacturing location: becton, dickinson & co., (bd). G.5. PMA / 510(k)#: bk050036. H.1. Type of reportable events: serious injury h3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® serum blood collection tube stopper popped out after use and blood "sprayed" onto the nurse's scrubs, and into their face and mouth. Blood tests were performed and run through occupational health, but the results were not provided by the customer. The following information was provided by the initial reporter: "one of our red blood tubes popped its top and caused an exposure on the cardiac stepdown unit." "Rn drew a blood sample from the patient. He was using proper technique and filling the tube with a transfer device. As the blood was filling the red cap came off of the tube and blood sprayed all over the rn. It went onto his scrubs, face and into mouth". "Blood tests were run through occupational health and they were unknown to me".